Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has lung cancer and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was attempted to be removed and replaced with a right-sided ICD system to accommodate lung cancer treatment. The patient developed a pneumothorax during attempts to access right subclavian vein. The procedure was discontinued and a chest tube was placed. The ICD was removed. The rv lead was cut and partially removed with the rest remaining in the patient. A new system will be placed in the near future on the right side of the patient. No further patient complications have been reported as a result of this event.